Event description:
Customer reported an issue with the clearlink extension set. The male luer lock adaptor on the clearlink extension set separated from the tubing while pt was being administered paralyctic medication. Pt encountered minor blood loss, set was reconnected and treatment continued. No other pt info was provided at this time.

Manufacturer narrative:
Samples have been requested but not received for eval. Should sample become available, a follow up report will be filed. Review of complaint history indicates similar issues have been reported on this product line.